Event description:
Equipment failure without injury. Given imaging bravo ph capsule with delivery system deployed but didn't attach to esophagus. The bravo capsule had slipped into soft palate. Foreign body bravo monitor retrieved under direct visualization with laryngoscope and forceps. Later that day received letter from given imaging regarding recall bravo ph monitoring devices lot numbers 11775q to 1710iq. The bravo device used in this procedure was # 16395q. Reason for use: to find a cause for vomiting.